Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the modular cable was damaged. The patient stated that, overnight the driveline was up next to the system controller under covers. The patient believed that the heat generated from the controller may have caused the degradation of the modular cable. The modular cable was to be exchanged. The log files did not contain any evidence that the modular cable damage had caused any issue. The modular cable damage appeared to be cosmetic only.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed damage to the outer jacket of the patient¿s modular cable. Discoloration of the modular cable bend relief was also observed. Although a specific cause for the observed damage and discoloration could not be conclusively determined through this evaluation, it did not appear to contribute to an electrical issue. The account's submitted image confirmed a tear in the outer jacket of the modular cable. The jacket appeared to have expanded and stretched at this location, creating a flap of material on one side of the cable. The underlying armor layer was only slightly exposed in the photo and no wires visible in this location. The damage appeared to be cosmetic only. Additionally, the modular cable bend relief was discolored. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further related events have been reported at this time. The relevant sections of the device history records for modular cable, lot number 8063958 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.